Event description:
Postoperatively, the pt presented with symptoms of fatigue. The valve was explanted due to one of the cusps not moving and severe aortic stenosis; the cusp appeared less thick than the other two cusps. Another MFR's larger sized valve was implanted.